Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the pt contacted lifescan alleging that her one touch ultra meter was reading in the incorrect unit of measurement. The pt obtained results on the reported meter in the 100 mg/dl range for a few weeks which coincides with when she changed the code in the meter. However, the pt did not change the unit of measurement in the meter settings. She took the meter to her nurse for advise and was advised to contact lfs. She took no actions to affect her blood glucose level after use of the meter and rec'd no treatment. The customer svc rep confirmed that the meter had previously been set in the correct unit of measurement. However, on 10/15/04, the meter was sent in mg/dl instead of mmoi/l. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the apparent spontaneous change in unit of measurement, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter was replaced.